Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510 (k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Hardware was removed form a non-union of a left tibial plateau fracture with associated shaft. The metaphyseal healed, and the diaphyseal portion did not heal. The plate and screws were removed. A screw that was inserted anterior to posterior at the tibial tubercle, outside of the plate was also removed. Patient was revised to a nail. This is the 3rd of 3 reports submitted on this event.